Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was not confirmed, the string was not a part of the olympus device. However, in addition to the malfunction reported in section b5 the following findings were discovered; there was a slow leak from electrical connector lock pin, the forceps elevator adhesive was missing around the forceps cover, the bending section cover glue had a crack, the light guide lens had cement peeling, removed the customer label on grip, there was a slow leak from the electrical connector lock pin, and the control knob play was loose.the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope was in use when a string-like foreign object was found in the patient. It was unknown if the foreign object belonged to the device or was already within the patient. The issue was found during an unspecified procedure. There were no reports of patient harm. The device and foreign object were returned for evaluation. Additionally, during the device evaluation, the following reportable malfunction was found: a stain entered inside the lens through the gap in the bending section cover.

Manufacturer narrative:
This report is being supplemented to provide results of the final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. There was no delay in the start of precleaning. There was no abnormalities in the accessories used for reprocessing. The customer aspirated water through the instrument/suction channel; presoaked the endoscope in the detergent solution; wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges; and brush the instrument channel, instrument channel port, and suction cylinder. There were no concerns about the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the gap in the bending section cover (causing a stain inside the lens) was not to be identified. Olympus will continue to monitor field performance for this device.